Event description:
A report was received that the patient had an infection at the pocket and lead site. Symptoms were swelling and the presence of pus. The patient was treated with vancomycin and intravenous antibiotics. The physician was not sure as to the cause of infection. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4) . Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4), description: cover edge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.